Manufacturer narrative:
Corrected data: e1 (initial reporter, event site name and event city), e3. Updated data: b4, e1 (event site address), g3, g6, h2, h10, h11.

Event description:
N/a

Event description:
It was reported that during the operation check of the maintenance inspection, the cs300 intra-aortic balloon pump (iabp) had an abnormal noise from the solenoid valve.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluted unit. Abnormal noise from the solenoid valve was confirmed. Fse replaced the manifold drive. After replacement, periodic inspection was performed based on the periodic inspection record sheet, and it was in good condition. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat. The failure analysis and testing dept. Received drive manifold with a reported unit failure of an abnormal noise coming from the solenoid. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed drive manifold in the cardiosave test fixture and tested the drive manifold to factory specifications per the cs 300 service manual. The customer reported an abnormal noise coming from the solenoid. At high heart rates for example 130 bpm, the solenoid will make noise , because it is working harder at that high heart rate. This is normal operation of the cs300 at high heart rates. The fat performed the k6, k6a, k7, k8 leak test. The drive manifold passed testing. Retaining the drive manifold in the fat per procedure.

Event description:
It was reported that during the operation check of the maintenance inspection, the cs300 intra-aortic balloon pump (iabp) had an abnormal noise from the solenoid valve. There was no patient involvement.